Event description:
It has been reported the pt attempted to charge the system for the first time and was initiate a communication between the ipg and the charging system however, the programmer has communication with the ipg. In an effort to resolve the issue, a replacement charging system has been sent to the pt. Attempts to obtain add'l info regarding the pt's device status have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.